Event description:
A male admitted in 2008. Pt scheduled for flex colon completed. Bleeding site was located, md applied endo poly loop, loop became entangled. Md was unable to disentangled the loop. Olympus representative came and helped guide md to remove loop.